Manufacturer narrative:
Result - faulty foot right load cell.

Event description:
It was reported by service report that the scale would not zero and bed exit would not alarm. It is unk if there was pt involvement or adverse consequences to report.